Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed evidence of field programmable gate array (fpga) reset/reprogram failures. These were noted to cause abnormalities during adapter calibration and other motor movements including handle initialization. According to this data, the handle was running v29.6 software at the time of the fpga reset/reprogram failures. Analysis of the data also indicated that there were articulation calibration errors that occurred during adapter calibration. It was reported that the instrument did not work and made a strange noise. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a whipple procedure, the handle repeatedly showed the yellow error symbol. The user was required to reset the handle, remove the reload and the adapter multiple times before the system would allow a reload to be fired. Afterwards, when the handle was checked it was observed that it sounds very clunky and was slow to start up. The surgeon used the device until the end of the procedure. There was no patient injury. Medtronic's evaluation of the device found that the analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 6/27/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.